Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-sep-2017. The most recent information was received on 05-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain abdominal pain in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011. The patient had essure inserted. On (B)(6) 2014. The patient experienced abdominal pain seriousness criteria medically significant and intervention required, back pain, pain the lower part of the back, migraine, hypothyroidism, lymphopenia, fatigue, amnesia loss of memory, malaise, arthralgia articular pain, myalgia muscular pain, alopecia loss of hair, and visual impairment significant decrease of the vision, 2 years 10 months after insertion of essure. On (B)(6) 2016,. The patient experienced headache, tendonitis, sciatica cruralgia, and bone pain skeletal pain. The patient was treated with surgery hysterectomy. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, migraine, hypothyroidism, lymphopenia, fatigue, amnesia, malaise, arthralgia, alopecia and visual impairment outcome was unknown, the headache was resolving and the myalgia, tendonitis, sciatica and bone pain had not resolved. The reporter provided no causality assessment for abdominal pain, alopecia, amnesia, arthralgia, back pain, fatigue, migraine and visual impairment with essure. The reporter considered bone pain, headache, hypothyroidism, lymphopenia, malaise, myalgia, sciatica and tendonitis to be related to essure. The reporter commented: insertion date also reported as (B)(6) 2011. After essure removal, improvement of headaches and stabilisation of hypothyroidism. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 05-mar-2021. Removal date and events headaches, tendonitis, cruralgia and skeletal pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-sep-2017. The most recent information was received on 12-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("pain the lower part of the back"), migraine ("migraines"), hypothyroidism ("hypothyroidism"), lymphopenia ("lymphopenia"), fatigue ("fatigue"), amnesia ("loss of memory"), malaise ("malaises"), arthralgia ("articular pain"), myalgia ("muscular pain"), alopecia ("loss of hair") and visual impairment ("significant decrease of the vision"), 2 years 10 months after insertion of essure. On (B)(6) 2016, the patient experienced headache ("headaches"), tendonitis ("tendonitis"), sciatica ("cruralgia") and bone pain ("skeletal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, migraine, hypothyroidism, lymphopenia, fatigue, amnesia, malaise, arthralgia, alopecia and visual impairment outcome was unknown, the headache was resolving and the myalgia, tendonitis, sciatica and bone pain had not resolved. The reporter provided no causality assessment for abdominal pain, alopecia, amnesia, arthralgia, back pain, fatigue, migraine and visual impairment with essure. The reporter considered bone pain, headache, hypothyroidism, lymphopenia, malaise, myalgia, sciatica and tendonitis to be related to essure. The reporter commented: insertion date also reported as (B)(6) 2011. After essure removal, improvement of headaches and stabilisation of hypothyroidism. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.